Manufacturer narrative:
(B)(4). One (1) sample, in open packaging, was returned for evaluation in connection with this incident. The sample was subjected to a leakage and luer taper test with passing results. No leak was observed. In addition, an attempt was made to replicate the reported defect: the set was connected to a syringe and fluid flowed through the set without leaking anywhere. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or lot number. Based on the results of this investigation, no specific conclusions can be made regarding the cause of the reported event. The returned set met requirements according to specification, and the reported failure could not be reproduced. If additional pertinent information becomes available a follow-up report will be filed. Note: this case is being filed retrospectively as a result of a review of recent customer complaint information. Based on additional information and details provided in another complaint case, it was determined that this case is reportable in accordance with the requirements of 21 cfr 803. B. Braun has conducted a retrospective review for all complaints of a similar nature in accordance with (B)(4).

Event description:
As reported by user facility: event 3. Luer access leaks when used. Leaking at the luer end when it is connected to a syringe of blood that was being pushed. Blood was leaking. No patient injury.